Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support as a high risk percutaneous coronary intervention (hrpci). The intervention was due to dissociation progression in the patient. Extracorporeal membrane oxygenation (ECMO) was inserted following the coronary artery bypass grafting and an impella cp. It was found that the ascending aorta was dissociated from the left main (lm) artery and the pci was not possible. It was reported that the dissociation progressed could have been due to the effect of heparinization, but the detailed causal relationship is unknown as ECMO was used, and heparinization was necessary. No further information was provided. The patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Aortic dissection/ ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.